Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation primary with a 400cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture, baker grade 4. Capsular contracture was diagnosed when patient returned for a post-op follow up. The physician noted no significant deformity, but clearly a fuller upper pole on the right and less mobility to the implant. When patient returned for another follow-up visit, capsular contracture was noted for the left side as well. The right breast is fuller, firmer, and rounder. As a result, the patient underwent explantation on (B)(6) 2019. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On 03-dec-2019, mentor completed the investigation on the suspect medical device. On 09-dec-2019, mentor received additional information that the patient had right-sided capsular contracture with palpable and visible deformity with associated pain and superior implant malposition. The left-sided capsular contracture is baker grade 3 with palpable and visible deformity, no pain. Patient was also diagnosed with bilateral ptosis grade 1. Patient underwent replacement with 425cc mentor memorygel breast implant, catalog # 3504254bc, right serial # (B)(4) and left serial # (B)(4). Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).